Event description:
Customer alleged the tub bar cracked and user under weight capacity. Replacement (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 710-4, serial number/date code and age of device are unknown. The owner's manual was issued with this device. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called and stated that the customer alleges that the 710-4 tub bar allegedly cracked. The dealer observed the device and found no apparent abuse of product. The dealer issued warranty replacement, order (B)(4). No injury alleged.